Event description:
Procedure: inguenal hernia repair. According to the reporter, I clips would not go through the parietex mesh and anchor into the abdominal wall. Also some clips break in half. A protack instrument was used to complete the case.